Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order and patients were not crossing over. A technical support specialist (tss) remotely accessed the server and reviewed pending site messages, identifying unprocessed records while confirming that the carefusion coordination engine was active and no critical overrides were present in the system. The tss restarted the external messaging and inbound processing services and verified that all pending messages were successfully processed. The tss then confirmed that a sample patient record was properly updated in the pharmacy enterprise system, informed the customer of the updates, and received confirmation that the issue was resolved. The tss continued monitoring before marking the case as complete. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, orders and patients were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.